Manufacturer narrative:
On 5/7/2018, the bwi failure analysis lab received the device for evaluation. Initial visual analysis found that a thrombus/clot could be seen on catheter tip. Device evaluation has not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that during the procedure, when the ablation was going to be conducted with the thermocool® smart touch® sf bi-directional navigation catheter, the impedance soared and the physician stopped the ablation because of raise of impedance value. No error messages were observed. When the physician removed the catheter from the patient¿s body, clotting was noticed to be stuck to the tip of the catheter. Product evaluation summary: the device was visually inspected and thrombus/clot was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding clot was confirmed. The root cause of the thrombus/clot cannot be determined it could be related to the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products include: smartablate generator (us catalog # unknown, serial # unknown). (B)(6). (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot, believed to be coagulum, was encountered on the tip of the catheter. During the procedure, when the ablation was going to be conducted with the thermocool® smart touch® sf bi-directional navigation catheter, the impedance soared and the physician stopped the ablation because of raise of impedance value. No error messages were observed. When the physician removed the catheter from the patient¿s body, clotting was noticed to be stuck to the tip of the catheter. The issue was resolved by changing the catheter. The procedure was successfully completed and no patient consequences were reported. The issue of high impedance is not reportable; however, the issue of thrombus/clot/coagulum is a reportable event.